Event description:
The user facility informed the manufacturer that a pt was discovered to have a second degree burn on his left elbow after an MRI exam of the knee.

Manufacturer narrative:
(B)(4). (Conclusions) - the injury on the left elbow is consistent with burns caused by a lack of distance and padding between the cable and pt's skin (the instructions for use clearly indicate a minimum distance of 2 cm). The contribution of the coil is unlikely as it was tested within specifications.